Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of the minicap transfer set was damaged. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, two (2) photographs of the sample were provided for evaluation. The photographs were reviewed and showed the pouch opened at the seal. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.